Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), -2.0d) was implanted as a secondary intraocular lens on (B)(6) 2025. The patient completed two adjustments and one lock in light treatment. Following lock in #1, the patient reported blurry vision and a refractive change was measured. Additional analysis revealed that the lal+ had rotated by approximately 30 degrees. The lal+ was subsequently explanted on (B)(6) 2025.